Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving 750 mcg/ml baclofen at 150 mcg/day via an implantable pump for an unknown indication for use. It was reported that the pump dehisced. The hcp was informed by the patient's nursing home that the pump was eroding through the skin. The patient was brought to the hospital and was scheduled for surgery on the same day. The hcp did not believe the pump pocket was infected. The catheter was revised with 28.9 cm of distal catheter removed. A new pump segment was connected to the remaining spinal segment and the pump was replaced. The issue was resolved and the patient was considered to be "alive - no injury". No further issues were reported or anticipated. The patient's medical history included being quadriplegic due to a motor vehicle accident and was unable to speak due to a tracheotomy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep) on 2018-aug-16. It was reported that the patient had last been seen in (B)(6) 2018 for a post-op follow up appointment. There were no signs of any problems with the pump pocket incision at that time. It was noted the patient was admitted to the hospital through the emergency department and added to the surgery schedule the same day when the hcp noticed the dehisced pocket. No further complications were reported.